Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Complainant alleged that during biomed testing, the device's pacer output was not adjustable. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Upon receipt, the device was interrogated and found in reset mode. An arc mark was observed on the ICD can. The arc mark indicates that the associated competitor rv lead was damaged, as the presence of lead material was found on the mark. It is believed that during a high voltage therapy delivery, the rv lead arced to the ICD can and shorted the substrate and electronics within the ICD resulting in the reset mode.

Event description:
The patient was found deceased at home. Upon interrogation, the device was found in reset mode. The stored egms revealed intermittent undersensing. The device was explanted.